Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised wires got caught under right armrest from lifting up and now causing wires to be exposed.